Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator alarmed for apnea due to the breath rate settings being set to off. Once the breath rate was set above 4 breaths per minute, the apnea alarm was cleared, and the ventilator passed the 25 hour extended run in test without any unusual alarms or conditions. Internal inspection did not reveal any abnormalities with ventilator. The ventilator passed the flow trigger sensitivity test from final test. No parts were replaced, the unit passed all testing¿s with the proper breath rate set.

Event description:
The customer reported that the ventilator's apnea alarm does not occur in while set to pressure support. The customer also reported that there was no patient harm associated with this complaint.